Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a defective response button switch. Both response buttons showed signs of physical abuse. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under the lifevest. The irritation was described as "dry spots" and then as "bumps and blisters". The patient's physician recommended the use of benedryl cream. The outcome of the irritation is not known. It was also reported that the response buttons on the patient's monitor were not functional.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under the lifevest. The irritation was described as "dry spots" and then as "bumps and blisters". The patient's physician recommended the use of benedryl cream. The outcome of the irritation is not known.